Event description:
It was reported that during a cryo ablation procedure, the heart movement was abnormal upon examination with fluoroscopy. An echocar diogram was performed and cardiac tamponade was observed. Drainage was performed, which resolved the issue. The case was completed with cryo. The physician believes the tamponade may have been caused by damage to the left atrium (la) after transseptal puncture. The transseptal puncture was performed with a sheath and an another company's brockenbrough needle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.